Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information

Event description:
On (B)(6), it was reported by a facility representative via sems-(B)(4) that an ar-6485 synergy cw4 arthroscopy pump screen would not display anything and had a blank screen. The pump would run as intended but unable to see what's taking place while running unit. This was discovered during a procedure with no patient harm. The case was completed with another device.